Event description:
Customer reported that she is going to call the paramedics due to her blood glucose was 492 mg/dl and now blood glucose is 247 mg/dl. Customer stated that the insulin pump has a black display and she has many medical issues. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No blank display or battery alarm noted.